Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver log was reviewed and observed a call tech support alarm. Pictures were taken.the customer complaint was confirmed because a call tech support alarm was seen on receiver screen. A root cause could not be determined.